Manufacturer narrative:
The reported event could be confirmed, since inspection of other lots on the shelf were found with the same issue. Based on investigation, the root cause was attributed to a co-mingling related issue. The failure was caused by two partial vial lot boxes (1.5ml and 3.0ml) were consolidated into one box. A non-conformance was opened in the legacy wright nce system and a field action assessment was performed. Packaging discarded.

Event description:
It was reported that the kit had 1.5cc rhpdgf vial instead of the 3cc rhpdgf vial. The kit was mixed and combined with a second unit of 1.5cc to get the 3cc total. This was combined with an additional 3cc kit as the surgeon wanted 6cc in total.